Event description:
It was reported that noise was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 28.3-28.5cm and 32.7-33.7cm from the lead tip. The etfe coating was intact at these locations. The inner coil was exposed at 7.3-9.5cm and 25.1-25.5cm from the lead tip. The etfe coating was abraded at multiple positions from 6.5-15.8cm from the lead tip. This is consistent with the observation from the field of noise.